Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set the tubing was not attached to hub attachment. The following information was provided by the initial reporter: bd secondary set #11448964, tubing not attached to hub attachment.

Event description:
It was reported while using bd alaris secondary set the tubing was not attached to hub attachment. The following information was provided by the initial reporter: bd secondary set #11448964, tubing not attached to hub attachment.

Manufacturer narrative:
H6: investigation summary the customer reported that the tubing was not attached to the hub, and returned one unused sample of material 11448964. The sample was separated at the inlet of the male luer, or hub, and the complaint is verified. The root cause was found to be shallow insertion depth, as there was evidence of solvent. No other failure modes observed. A device history record review for model 11448964 lot number 22019127 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.